Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd q-syte luer access split septum the silicone was separated and became unglued. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about the inability to detach, resulting in separation of the silicone septum of q-syte. After the hcp inserted a syringe into the q-syte, the syringe could not be detached. The hcp then applied a greater force to detach the syringe, the silicone septum was separated.

Event description:
It was reported while using bd q-syte luer access split septum the silicone was separated and became unglued. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about the inability to detach, resulting in separation of the silicone septum of q-syte. After the hcp inserted a syringe into the q-syte, the syringe could not be detached. The hcp then applied a greater force to detach the syringe, the silicone septum was separated.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-01. H6: investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two q-sytes attached to a three-way valve. In addition, five photographs were received. Upon inspection of the received units and the photos it was identified that the top disk is not attached to the top body on one of the q-sytes as indicated in the report. A microscopic inspection of the separated q-syte was performed to inspect for adhesive presence. Missing adhesive would result in difficulty disconnection due to the septum not being originally anchored to the top body. Adhesive was observed along the entire rim of the q-syte body. In the report, it was stated that separation of the top disk was caused by extra force applied during application. Therefore, a manufacturing origin of the top disk separation is unlikely. The q-sytes were inspected for any damage to the threads or top disk that may have resulted in difficulty connecting or disconnecting the device. There was no damage to the top disk septum, or the threads observed in either unit. The devices were then dissected to inspect the bottom disk for any damage. The unit with the separated septum cannot be accurately tested for connection as the septum separation results in resistance to the connection, which will hinder the actual root cause. The other q-syte device was tested for connection issues using a 10ml bd syringe. There were no difficulties connecting or disconnecting the device. There was no physical evidence to conclude that the reported defect was related to the manufacturing process. A DHR review could not be performed as the lot number is unknown for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.